Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple infusion sets were used. Customer no insulin was observed exiting the tubing during delivery of a bolus. Customer's blood glucose was 300 mg/dl. As customer was not experiencing an occlusion at the time of the report, tandem technical support was not able to confirm location of blockage.